Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17307. It was reported that when the patient presented in clinic, lead dislodgement was observed on the right atrial (ra) lead, upon chest x-ray, the ra lead had pulled back to the superior vena cava (svc). It was noted that the ra lead was revised before due to dislodgement. The lead was explanted, and the ra port was inactivated. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.